Event description:
Complainant alleged that while attempting to cardiovert the heart rhythm of a patient the device displayed a "status 90" error message. The clinician replaced the battery and continued to treat the patient successfully, with this device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Subsequent biomed testing with the event battery, was not able to duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for eval and this complaint is still under investigation.